Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that the vns patient was referred for generator replacement surgery. Clinic notes were received indicating that the patient was experiencing an increase in seizures while sleeping. The patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results showed normal device function at the time. The patient¿s medications were adjusted during the office visit. The patient was experiencing two types of seizures. The first type was focal seizures with secondary generalization. The patient¿s head would forcefully deviate to the right side and the patient would raise his right arm and tense up. These seizures lasted 2-3 minutes with generalized rhythmic jerking approximately once or twice per month. The second type of seizure was simple-partial seizures which would become complex-partial seizures. The patient would start to stare and become unaware of his surroundings. These seizures lasted approximately two minutes with the patient being unresponsive and motionless and occurred a few times each week. The patient continued to have frequent seizures despite multiple medications and vns. The patient¿s device settings have not changed since at least (B)(6) 2013. The relationship between the patient¿s increase in seizures and pre-vns baseline levels is unknown. A battery life calculation using the available programming history showed approximately 1.59 years until eri = yes. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient underwent prophylactic generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.